Event description:
Stryker s2 saber drill connected to stryker core powered instrument driver unit activated without surgeons or anyone stepping on the footpedal. At the time this occurred, the drill was not in use and placed in the instrument holder. The drill was disconnected from the power unit. Footpedal and drill unit removed from operating room. Issue reported to biomedical engineering.